Event description:
During routine testing, the user discovered that the unit would intermittently fail to power up. There was no pt involved. Tests disclosed a very leaky capacitor (c35) on assembly. The cause of the capacitor becoming leaky could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.